Manufacturer narrative:
It was reported that the device was disposed and is not available for analysis; therefore no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. Based on the information received to date an exact cause for this incident cannot be determined. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
The wire tip broke off in the dorsalis pedis . They were able to retrieve it and completed the case with a balloon angioplasty. The patient is fine.